Event description:
Revision of left european hip. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation. Not returned.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product was created in error. Please disregard 1818910-2013-34695.